Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006, patient presented with pre op diagnoses of pseudoarthrosis, failed instrumentation, failure of fusion, and recurrent stenosis. Patient underwent the following procedures: l4-5, l5-s1 posterior lumbar interbody fusion w/ cages, redo l4-5, l5-s1 laminectomy, including bilateral medial facetectomies and foraminotomies, in addition to that needed or required for the posterior lumbar interbody fusion, posterolateral fusion at l4-5, instrumentation of l4, l5, s1, exploration fusion at l4, l5, s1; use of rhbmp-2/acs; use of autologous bone; harvesting of bone from a separate fascial incision. No complications were reported. (B)(6) 2009: patient presented with lower back pain with occasional bilateral lower extremity radiculopathy. Patient underwent MRI of the lumbar spine which found the l4-5 and l5-s1 anterior and posterior column fusion and laminectomy with widely patent central canal and neural foramen. No evidence for lumbar spine central canal stenosis or foraminal encroachment.